Manufacturer narrative:
UDI# : not applicable. The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported by the distributor that: '(B)(4) was installed in (B)(4) hospital (B)(6) 2020. It appeared the same errors in 7 seeg surgeries. The dates are (B)(6) 2020. As the doctor told me, the system would shut down almost every trajectory.'

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the data logs has been performed and no issue was found for this event. However, the data relative to other complaints related to the same issue/device were analyzed and revealed that the reported event possibly results from a problem with the operation of the foot pedal due to electromagnetic interferences. The surgeon was reportedly using an electrocautery device during these surgeries, which could be at the origin of these electromagnetic interferences. A review of the ifus was performed and the user manual indicates that an usage of accessories, transducers and cables could result in increased electromagnetic emissions or decreased electromagnetic immunity of the robot and could result in improper operation. Based on available information, the root cause of the event could not be conclusively determined.

Event description:
The chinese distributor reported that: 'ro16083 was installed at(B)(6) hospital on (B)(6) 2020. It appeared the same errors in 7 seeg surgeries. The dates are (B)(6) 2020. The system would shut down almost every trajectory.'